Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported polyp cut with the endoloop, did not detach during an unspecified polypectomy of a pedunculated polyp with a wide and long stalk involving an olympus single use ligating device. There was no patient injury reported.